Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the left common femoral artery after a diagnostic procedure. Reportedly, a cuff miss occurred and the sutures didn't complete the loop. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found that the device was deployed with blood present in the device. Only the body of the device was returned for analysis, the body of the device, handle to foot function, guide tube, needle guide, bridge, suture bearing, exit ramp and sheath were examined and found to be normal for use device, there was no indication of a product quality deficiency that would contribute to the reported cuff miss. Both ends of the foot were also examined and there were no needle strike marks detected. A proxy plunger was inserted into the device and the needle trajectory was acceptable. The needle trajectory of each device is inspected during manufacture to assure the product operates within specifications. Each component is inspected during manufacturing and each finished goods lot is inspected. Based on the analysis the reported cuff miss could not be confirmed, however the report of the loop not being formed is an attribute of a cuff miss. A cuff-miss may occur if the operator fails to position and maintain the device at a 45-degree angle throughout deployment, rotates the device at any point during plunger/needle deployment, deploys the device in challenging anatomies (e.g. Heavy calcified arteries, morbidly obese patients, etc.), aggressively deploys the plunger or aggressively removes the plunger or fails to maintain adequate foot position against the arterial wall. In this case however, the analysis of the returned components found no indication of a product quality problem that would contribute to the reported cuff miss. Both ends of the foot were examined and there were no needle strike marks detected to indicate a cuff miss had occurred. Based on the analysis of the returned components the complaint of a needle to cuff miss could not be confirmed as the reported difficulties appears to be related to the operational context of the device and not a product quality deficiency. No manufacturing or quality inspection issue was detected. A review of the finished device lot history records did not reveal any relevant nonconforming material records for this lot that could have contributed to this complaint.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information.